Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No charge/battery lasts less than expected or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range however on adapt, the following battery faults were recorded: fault 104 on (B)(6) 2024 05:54:00.000 and on (B)(6) 2024 14:04:00.000. Fault 73 on (B)(6) 2024 07:43:00.000 and on (B)(6) 2024 15:49:00.000. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay, battery tube threads - cracked, label damage, cracked keypad overlay, stained keypad overlay, and scratched case in summary, unable to confirm battery cap broken/cracked/damage due to unit being received without original battery cap. Unexpected battery power loss and charge/battery lasts less than expected not confirmed. Unit passed testing within spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss with the insulin pump, it had low battery life and the battery cap was damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for low battery life and found that the pump alarmed 'replace battery 'or 'replace battery now' and it was second occurence. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.